Manufacturer narrative:
The consumer was in the device when he was hit by a car as the car ran a stop sign. This was not a problem with the device.

Event description:
Alleges crossing street in chair when a driver ran a stop sign and hit consumer.